Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: the pump's black box verified that there was a call service 064 alarm due to a high force occlusion during prime operation. The pump was run for 24 hours with no call service alarms duplicated. The audio bolus button cover was damaged. The battery compartment was cracked.